Manufacturer narrative:
Investigation conclusion: the investigation found that the returned stent could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. The microcatheter was found to have an exposed coil protruding into the lumen at the hub transition; furthermore, a gap was observed between the hub collar and proximal end of the catheter, which would have contributed to the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil and gap, but these conditions are consistent with deviations in the manufacturing process. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported, during a case involving an intracranial aneurysm, the parent artery measured 4.0 mm in diameter at the distal end and 4.2 mm at the proximal end. After evaluating the diameter and length (of the vessel/aneurysm), a fred4528 stent was selected. The stent microcatheter was in place, the surgeon flushed the stent in accordance with the operational protocol. The stent was advanced 1/3 of its length into heparinized normal saline for inspection. After advancing the microcatheter to the lesion site and preparing for stent deployment, it was found that the stent was stuck inside the microcatheter¿unable to be advanced or retrieved. Despite multiple attempts to resolve the issue, the stuck condition persisted, forcing the entire system (microcatheter and stent) to be withdrawn. A new microcatheter and stent of the same models were used to continue the surgery, which was completed successfully. Postoperatively, the surgeon attempted to pull the stuck stent out in vitro to identify the exact cause. It was observed that an unusually large amount of force was required to move the stent. During the retrieval process, the stent detached. The microcatheter device was received and analyzed, the investigation findings found, exposed coil protruding into the lumen at the hub.